Event description:
The patient reported red, open, weepy rash under the wafer. The patient has attempted to treat the affected area with soap and vinegar. The patient sought medical treatment and was advised to use corticosteroid topically to peristomal skin. The patient was also advised to follow up with his wound and ostomy care nurse. No additional information was provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on supplied MDR.